Manufacturer narrative:
A visual examination of the returned device found that the working length was twisted, bent and melted. The exposed cut wire was discolored and appeared to have melted the extrusion at the distal pierce hole. A functional evaluation found that the device does not meet the bowing specification due to the twisted and bent working length. However, upon untwisting the working length, it was found that the device did meet the bowing specification and bowed in plane. During manufacturing, the sphincterotome devices are 100% inspected and the damage is likely due to procedural/anatomical factors. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used in an ecrp procedure on (B)(6), 2012. This complaint is being reported based on bleeding requiring intervention and admission to the intensive care unit. There is no associated product malfunction related to this adverse event. According to the complainant, the patient had multiple large stones requiring a larger cut of the ampulla. The physician used the autotome to cannulate the cbd. The patient began to bleed at the ampulla after the sphincterotomy cut was made larger. The bleeding increased as the physician attempted to remove the stones. Reportedly, the patient was taking plavix during the time of the procedure. The patient was sent to the intensive care unit due to the bleed and the prescribed plavix. An epinephrine injection was given at the time of the procedure and again a few days later, on an unknown date. Additionally, approximately five to six units of blood were transfused to the patient. The physician directly commented, stating that the autotome was not the reason for the patient bleed or for the patient being sent to the intensive care unit. The patient has since been released to home and whose condition at the conclusion of this procedure was reported to be "stable".

Manufacturer narrative:
(B)(4). No known product failure that could have caused or contributed to this event. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an autotome rx sphincterotome was used in an ecrp procedure on (B)(6), 2012. This complaint is being reported based on bleeding requiring intervention and admission to the intensive care unit. There is no associated product malfunction related to this adverse event. According to the complainant, the patient had multiple large stones requiring a larger cut of the ampulla. The physician used the autotome to cannulate the cbd. The patient began to bleed at the ampulla after the sphincterotomy cut was made larger. The bleeding increased as the physician attempted to remove the stones. Reportedly, the patient was taking plavix during the time of the procedure. The patient was sent to the intensive care unit due to the bleed and the prescribed plavix. An epinephrine injection was given at the time of the procedure and again a few days later, on an unknown date. Additionally, approximately five to six units of blood were transfused to the patient. The physician directly commented, stating that the autotome was not the reason for the patient bleed or for the patient being sent to the intensive care unit. The patient has since been released to home and whose condition at the conclusion of this procedure was reported to be "stable".